Event description:
It was reported that the customer was admitted in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The mother stated that the customer experienced nausea, raised heart beat key tone, and high pale skin. Troubleshooting was declined and the mother requested having the device replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed displacement test.